Event description:
It was reported the suture on the lead broke apart when clip was applied. The lead was then removed. It was unclear if the lead was implanted. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).